Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the patient charging too often and depleting in 6-8 hours was the patient running the system at eight plus volts all day every day with a rate of 80 and pulse width of 360. The patient was informed that a higher capacity battery or a less intense program would allow for shorter recharge times. The patient understood what her alternatives were to the longer recharge times.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neuros timulator (ins) for non-malignant pain and failed back surgery syndrome. The rep reported that the patient was charging too often. The rep reported that the patient was taking 6-8 to recharge and was using it up in 6-8 hours as well. Recharge interval calculation showed the following: 2 anodes and 2 cathodes 80 hz 360 usec 8.0 volts 500 ohms estimate 2.80 days eol, 3.42 days bol recharge interval. It was suggested that the rep check the recharge stats, since 6-8 hours usage per full charge as it wasn¿t congruent with the recharge interval calculation. The rep reported that he met with the patient a couple of months ago and he reprogrammed the patient to try and allow longer recharge interval. No further complications were reported.